Manufacturer narrative:
(B)(4). The analysis results for the el5ml device found that it was returned with the shaft bent at the handle assembly area and with the jaws in the closed position. No functional testing could be performed due to the returned condition of the device. However, the trigger was manually assisted and the jaws were opened. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. It could not be determined what to may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent was device stuck on tissue when jaws of device would not open? If device was stuck on tissue, was user able to open device? How did user open device?

Event description:
It was reported that during a laparoscopic cholecystectomy, the 1st clip was not fed into the jaws properly. So, the trigger was fully grasped and then, the 2nd clip did not come out. The firing force was higher than expected. There was no unexpected noise. There might have been torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. Also the jaws did not open. Another competitive device was used to complete the case. There were no adverse consequences to the patient.